Manufacturer narrative:
Product analysis (B)(4): this report is based on information provided by the field/depot service center. Service notes indicate that: - hugo head tracker failed to recognize surgeon glasses. - the head tracker was replaced and verified system functioned as intended. Based on the evidence available, the customer's reported event was confirmed. The root cause could not be determined, however its most likely cause can be traced to a faulty head tracker. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the surgeon console's head tracker was not sensing anything. The case was cancelled as the surgeon console could not be used. The component was replaced prior to being used in the next procedure. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, city, region, country, postal code, phone number), h3; additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and returned component. Review of the field service notes indicated that the head tracker of the surgeon console failed to recognize the surgeon glasses. The head tracker was replaced and the system now functions as expected. The camera sensor head tracker component was received for evaluation. The head tracker successfully passed calibration in all power cycles conducted, but failed to connect to the surgeon glasses to proceed with the teleoperation process. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a faulty head tracker. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the surgeon console's head tracker was not sensing anything. The case was cancelled as the surgeon console could not be used. The component was replaced prior to being used in the next procedure. There was no patient involvement.